Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states unit will not turn off and will not change speeds. And now will not turn on.